Event description:
A carefusion alaris infusion pump clamped to an IV pole slid down the pole while the patient went over a ridge into the bathroom. The patient was holding the pole when the pump slipped down slightly pinching the patient's left thumb.